Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. A single available product photograph was reviewed. Examination found the reported attune shim has broken. It was observed the device appears broken in half. The investigation has found sufficient evidence to confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral trial cracked when impacted.